Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the analysis is yet not complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the joint of a force bipolar instrument was dislocated when the surgeon attempted to push the hysterectomy out with the instrument. The dislocated joint was forcibly reset in order to remove the cannula from the instrument. The procedure was completing as planned with no reported injury.